Event description:
Customer called regarding the safety notice and dome label is missing. The blood glucose reading is 98 mg/dl. Cosmetic damage, keypad and dome label is cracked and separating from the insulin pump. Advised the customer that the insulin pump will be replaced. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.